Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection and leak was reported between supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm. The home patient (hp) was connected at the time of the alarm. This occurred during device dwell three of four of peritoneal dialysis therapy. During the troubleshooting, the hp noticed that one of the supply bags appeared to be empty and there was some solution on the floor. The connection was reported to have appeared to be loose, that led to this alarm. Renal therapy services assisted the hp in clearing the alarm and advised the hp to start over therapy with new supplies. During follow up, the hp stated that they made the connections during the setup without any difficulties and they were unsure of why the disconnection occurred. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.